Event description:
An attempt was made to use one resolute onyx coronary drug eluting stent to treat a mildly tortuous, severely calcified lesion with 80% stenosis, in the mid left anterior descending (lad) artery. The device was inspected with no issues noted. Negative prep was not performed. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was not encountered when advancing the device. Excessive force was not used during delivery. It was reported that inflation difficulties occurred during balloon inflation at 8 atm, on the first inflation. A balloon burst also occurred during balloon inflation. It was detailed that while raising the air pressure for stent inflation, the stent did not open any more when the air pressure was 8 atm. A balloon rupture was suspected as contrast flowed under the lesion. An attempt was made to remove the stent balloon while the balloon was deflated, however, it did not came off. Eventually, the stent balloon was barely removed by advancing the guiding catheter to the stent proximal area. A new balloon was inserted into the stent that had not fully opened, and the procedure was successful. The patient was is alive with no injury.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Image analysis: two fluoroscopic procedural images were provided for review. The first of the images show that the proximal and distal ends of stent have commenced deployment. The second of the images confirm the presence of contrast blush at the distal end of the stent. This confirms that the balloon of the delivery system appears to have a leak because the contrast that is being used during pressurisation of the balloon with contrast to 8 atms is escaping from the catheter. The images confirm the reported leak but the images do not provide a root cause for the events. Product analysis: the device was received for analysis. A kink was evident on the hypotube. A kink was evident on the distal shaft. The balloon failed negative prep. The balloon was deflated on the device return. On pressurisation of the device, liquid was observed exiting the balloon distal cone. The balloon failed to maintain pressure. Upon visual inspection of the device, a pin hole tear was observed on the on the balloon distal cone confirming a leak on the balloon. The inner lumen could not be verified with a 0.015 inch mandrel most likely due to resistance met at the kink in the distal shaft. No other damage evident to the remainder of the device. Additional information: the device was not moved or re-positioned in the lesion while inflated. There was sufficient time of 15 minutes or more given to allow the balloon to fully deflate prior to attempting removal. Resistance did occur on removal of the balloon from the stent as it was retracted over the guidewire. The device was pulled out well with several attempts with no particular problem. There was no damage noted to the guidewire on removal from the patient. The stent was not damaged when viewed through the intravascular ulstrasound (ivus) after the procedure was completed. The stent adhered well to the intima of the blood vessel, and the procedure was completed successfully. The same inflation device was used successfully with other devices. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: initial reporter phone number updated. Annex d code. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.